Manufacturer narrative:
One used sample was returned for evaluation. The cuff inflation was performed by blowing air through the inflation pillow. The cuff inflated. Air with water droplets started to come out of the inflation line. The area of the leakage was examined, a jagged hole or slit, approximately 2.0cm from the skive, was noted. The connection of the pilot balloon to the inflation line was intact. The connection of the inflation line to the endotracheal tube was examined under magnification and appeared intact as well, with no defects or damaged seen at the point of connection. Evaluation of the jagged hole found that they most resembled tooth marks. A review of the manufacturing process was performed, and no activities or tools were found that would cause this type of damage to the component. No manufacturing root cause could be determined. All information reasonably known as of 02 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 17-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported that the patient bit the cuff inflation line off and the cuff deflated. Since it occurred while the patient was under monitoring, the doctor found it right away and the patient was re-intubated immediately. There was no patient injury. A bite block was used while the endotracheal tube was in the patient, but the cuff inflation line was placed near the patient¿s teeth. No further information is available at this time.